Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that decrease sensing was noted on the ventricular channel. During the implant review the set screw was not able to retract. The lead was explanted and replaced. The patient is in good condition.